Event description:
It was reported by our country representative that a nurse contacted him and she had a (B) (6) handheld computer that she was unable to turn on properly. The device was reported to have come on, reset itself and turned off again. Upon further investigation, it was noted the site was not fully charging the handheld before use. The site's serial cable for their handheld had a damaged pin therefore, it was unable to be fully inserted into the handheld for charging. Manufacturer is pending receipt of the cable for product analysis.